Manufacturer narrative:
The unit did not have a button error alarm during testing. However, the unit had an intermittent up button response due to moisture damage on the keypad traces. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm, a beeping, and a black circle on the display. The customer's blood glucose level was 224 mg/dl. The customer left the battery out for 30 minutes but the alarm still occurred. No further details were provided.